Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device complete the firing stroke? --- yes. Was the staple line complete? --- no. The staples that were deployed until the knife stopped were formed properly, but the other staples were unformed. Was the cut line complete? --- yes.

Manufacturer narrative:
(B)(4). Additional information: cartridge, one piece sled, drivers, cartridge, pan. The analysis found that the pse60a device was received in good visual condition and with an ecr60b cartridge reload present. The returned reload was received with right side outer row fully fired, right side two inner rows partially fired 1/5, left side partially fired 1/5 and with cartridge deck damage where firing stops. Furthermore the cartridge pan was noted to be partially dislodged from the right side. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specification prior to shipment.

Event description:
It was reported that during a lap gastrectomy, the knife stopped on the way of the 2nd firing and then, the knife moved again but deployed staples were unformed. The device clamped the tips of a forceps at the time of firing. The device was used on the stomach. The cartridge was blue. After this event, the stomach was exteriorized from a small incision and sutured by hand.